Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, he was attempting to insert the sensor and the needle came out. Customer's spouse stated when loading the sensor into the serter and when the removed the pedestal the sensor came off. Customer's blood glucose was 400 mg/dl. Customer was advised the sensor needed to be replaced. He agreed to return the sensor for analysis.

Manufacturer narrative:
Inspected one opened/used sensor and found needle hub separated from sensor's base. The needle retracted inside needle hub. We were unable to confirm customer complaint due to customer returning sensor opened/used. Complaint against sen-serter.